Event description:
It was reported that pacing and sensing pressure was unavailable. No pt complications were reported.

Manufacturer narrative:
The device will not be returned for eval. The hospital disposed of the device.